Event description:
It was reported that the pt ramped up stimulation to 10v and felt horrible burning and noted a red welt at the neurostimulator site. It was also reported that the pt was scheduled for revision due to erosion and possible infection. No pt symptoms, treatment, or outcome was reported. Add'l info has been requested from the healthcare provider, but was not available as of the date of this report.